Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated cardiac troponin I (tni) result. Quality controls were within acceptable ranges on the day of the event. Siemens customer service engineer (cse) was dispatched to the customer's site to troubleshoot the instrument and acquire data. Siemens further investigated the issue, and based on the log files, determined that the new sample was also repeated on the same instrument, and the repeat result was <0.017 ng/ml. Siemens determined that the aspiration profile for the discordant result was atypical and siemens determined that a sample integrity issue (fibrin, microclots, partial/soft clot) potentially contributed to the discordant, falsely elevated tni result. Furthermore, the customer is not centrifuging the specimens according to the tube manufacturer guidelines. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s), who questioned the result. The customer alleged that due to the discordant result, the patient was admitted to the emergency room (ER), where the physician(s) administered heparin drip to the patient. Two hours later, the patient was redrawn and the new sample (sample ID (B)(6)) was run on the same instrument, resulting lower. After receiving the result obtained on the new sample, the physician(s) stopped the heparin drop. The initial sample was repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tni result.